Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site was having issues with registrations. Site used trace method, after obtaining a metric of 2.4mm. The site opted to add more trace points, and once they completed their additional trace, the metric changed to "-.--mm" and did not allow them to continue. Site restarted trace 2-3 additional times and when doing so they did not receive any values. The system stopped playing any sound while acquiring points during the other attempts. The system was restarted and when it came back on, the prior registration attempts showed values. They were able to use one of those prior values and the system also started playing audio again without issues. There was no patient impact reported and a delay to surgery of 7 minutes.